Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that visual inspection found the drive shaft lug stuck behind the retraction stop due to the helix exceeded specification the number of turns to retract, and it is a lead performance failure. No insulation breach or conductor fracture was observed on the distal segment returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a decrease in sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.